Manufacturer narrative:
Device manufacturing date now provided.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that, while in a transforaminal lumbar interbody fusion (tlif) spine procedure, the surgeon alleged an inaccuracy. The inaccuracy was noted while using awl taps. The patient was re-spun a total of four times, accuracy improved with each spin. No specific direction or measurements of the inaccuracy were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(4). Patient age not made available from the site. Device manufacturing date is unavailable. (B)(4) 2015 - a medtronic representative, following-up at the site, reported that trouble-shooting caused approximately a 20 minute delay in the procedure. Noted it is likely the issue was due to the small nature of the patients vertebral bodies, and that the whole spine was moving no matter where the surgeon was working. (B)(4) 2015 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated.